Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance issue. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Laboratory testing did identify tissue in the helix. A helix mechanism test failed due to the helix housing being clogged with dried blood/body fluid and tissue. Further, known inherent risk was selected based on the direct observation of tissue entwined in the helix tip. Susceptibility of helix fixation tips (both active and passive) to snagging tissue is a known risk.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance issue. A new lead was implanted. No adverse patient effects were reported.